Event description:
It was reported that the customer was taken to the emergency room the morning of (B)(6) 2014 for low blood glucose levels (25 mg/dl). Customer reports to have been convulsing, and was treated intravenously and with glucose gel. Pump settings were put incorrectly at 1 unit of insulin per 1.7 grams of carbohydrates, and should have been set at 1 unit of insulin per 8 grams of carbohydrates. Customer was released one hour after arriving.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.